Event description:
My resmed CPAP autoset 9 machine became hot to the touch on more than one occasion. The water reservoir was especially hot. It was sent in for evaluation and the motor and autoset functions need repair after only 30 uses. Of course resmed wants (B)(6) to fix it because it is now out of warranty. I tried to call their customer service, but they told me they do not talk to patients. I am just glad I was not sleeping when this happened or there might have been a fire. I worry that there may be other people out there with these machines who are at risk.